Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, bleeding lcd glass and minor scratches on display window noted. (B)(4).

Event description:
The customer's mother reported via phone call for cosmetic damage. The customer¿s blood glucose was 382 mg/dl. Customer's mother reported that they cannot take off battery cap to change battery in the future. Customer's mother reported that battery cap was unable to come off from battery compartment. The customer's mother reported that the insulin pump had a full battery now, but will not be able to put in new battery because battery cap was stuck. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.